Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station went to a blue screen during a procedure twice. A field service engineer (fse) powered off the station while customer was refilling. During inspection the fse found that the mini drawer controller boards clips that hold the pyxibus in place were broken. So, the fse replaced the board, and the half height drawer was not seated securely, so the fse reseated the cable, also reimaged the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was shut down in the middle of a case. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.